Event description:
A user facility reported a case of endophthalmitis. Attempts have been made to gather additional information, none has been provided at this time.

Manufacturer narrative:
Attempts have been made to the facility for return of product for evaluation. The device has not yet been return for investigation.